Event description:
The customer reported the device had a cracked case. A review of the device error log during investigation found n56 (replace battery) alarms. The battery was replaced. The complaint was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes..